Event description:
It was reported that this right ventricular (rv) lead failed so physician placed the left ventricular (lv) lead into the rv pace or sense portion of the rv lead. Also, physician is going to place a left bundle branch lead. Physician wanted to know how to put the device into async pacing mode. (B)(6) (ts) stated the only way is to put the device electrocautery protection mode and walked physician through activating the feature. There was no noise events noted, and rv impedances were within normal limits. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).